Event description:
The explanted product was discarded. No further relevant information has been received to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator site had also been infected due to the patient irritating the site by picking at it. No further relevant information has been received to date.

Event description:
Information was received that indicated the patient was picking at the incision site and re-opened the wound exposing the generator. The patient is developmentally delayed. The patient's generator was then explanted. No additional relevant information has been received to date. The explanted product has not been received to date.